Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to non-physiologic artifacts and baseline shifting in primary vector. Subsequently, the patient underwent a revision procedure, and this s-ICD system was explanted and replaced with a transvenous system. Besides intervention, there were no other adverse patient effects reported. Product return is expected.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to non-physiologic artifacts and baseline shifting in primary vector. Technical services was consulted and provided both troubleshooting and programming recommendations. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD system remains in service. Additional information: this s-ICD system was explanted and replaced with a transvenous system. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.